Manufacturer narrative:
A display check was performed and it was reported the meter displayed 888 and had no missing segments. It was reported the patient could read results in meter memory clearly. The test strips were requested for investigation. Replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation is patient's wife/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 9:50 a.m., the patient's meter result was reportedly 2.8 inr. At "1-1:30" p.m., the patient's laboratory result was reportedly 1.6 inr. It was reported the patient's warfarin dosage was adjusted based on the laboratory result. The patient's therapeutic range was 2.0-3.0 inr. The patient's testing frequency was reportedly every two weeks or sooner depending on the result.

Manufacturer narrative:
The patient's meter and two test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr; qc 2: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The investigation did not identify a product problem. The cause of the event could not be determined.